Manufacturer narrative:
Conclusion code "cause traced to manufacturing" was erroneously included in the initial MDR. This supplemental serves to replace this code with "unintended use error caused or contributed to event." The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the teflon pad broke off the harmonic scalpel. The broken piece did not fall into the patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The distal end of the blade was separated from the rest of the device. Upon visual inspection of the received complaint device, evidence of clinical use was identified and eschar was present. The teflon pad, handle and contact rings appear to be intact. Inspection of the broken blade coating revealed signs of erosion near the blade fracture. A review of the device history record (DHR) confirmed the device met all inspection, and testing requirements prior to distribution. Therefore, the most likely root causes are: applying improper, or unnecessary directional, or rotational force to connect instrument to hand piece. Jaws/blade subassembly damage, or separation. Too much force or torque applied to instrument, or grasping/pulling. The instructions for use (IFU) state: use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all other instruments while the instrument is activated. Contact with staples, clips, or other instruments while the instrument is activated may result in cracked, or broken blades. Note: do not use any other means than the torque wrench to attach, or detach the instrument from the hand piece. Note: do not torque the instrument by hand without the torque wrench, or damage may occur to the hand piece. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the teflon pad broke off the harmonic scalpel. The broken piece did not fall into the patient. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.